Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 1 a review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: brief inquiry description: we have 17 cases of lot # a2400289 and 10 cases of lot # a2400332. I will be working on this so please send everything to me. Detailed inquiry description: hello! I was wondering if you could give me some insight about some bad bloodline (sl-2010m2096a) lots. In august we put in a case for some leaking tubing. After an investigation, complaint number (B)(4) was complaint not confirmed.. So now we are sitting on 27 cases of this product and I'm not sure what to do with it. Can it be returned, credited or do we just dispose of it since we will not use it because of the problems we had. Any thoughts would be appreciated. Customer complaint advocate called customer on 16dec2024 to confirm leakage issues with this lot #. Customer confirmed that leakage did happen. Customer mentioned thay've experienced about 3 leakage incidents with this lot #. No patient injury.